Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) along with the right ventricular (rv) lead exhibited high out-of-range (oor) lead impedance. The rv lead was explanted. No adverse patient effects were reported.

Manufacturer narrative:
The lead was returned in two segments, severed 15.5 centimeters (cm) from the terminal pin. The extracting stylet was stuck inside the distal segment. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. The distal rs- portion of the lead was unable to undergo resistance testing due to the extracting stylet. However, an x-ray was performed and no evidence of a lead fracture was found. Laboratory testing was unable to reproduce the reported clinical observations.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.